Event description:
On (B)(6) 2010, patient reported he was changing the insulin cartridge and set the infusion device down. Patient stated when he picked the infusion device back up, the screen had gone black. Patient reported device has a brand new battery that was put in last week. Had patient insert another new battery. Patient stated the system started up and the screen was present again. Patient reported when the infusion device started the system scroll, it did not move off the black screen. Advised patient not to wear the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.